Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Case description: (B)(6) had error 600.6825 on pcu8015 sn (B)(4). Case resolution: I remote in to (B)(6) computer. Assisted him set up network configuration package and transfer network configuration. Network parameter was successfully uploaded to pcu8015. But the error code 600.6825 still came up. Transferred (B)(6) to com for rga number to send unit in for warranty repair.